Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on 10/1262015. The fse found that the connector harness for manifold mf5 was corroded.. The fse replaced the connector harness, which resolved the issues. The repairs were verified by the fse. The beckman coulter internal identifier for this event is (B)(4).

Event description:
The customer reported the abnormal 1 5c control was running high for hemoglobin (hgb) on the coulter hmx analyzer with autoloader. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
(B)(4).